Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, there was a low placement signal alert and the impella was repositioned.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10387 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-10387in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10387. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-10387.